Event description:
It was reported by the patient that she experiences pain in the chest with stimulation, and she also experiences pain when she swipes her magnet. The patient stated that her settings had not been adjusted for a long time. The patient reported being hospitalized due to the pain in the chest and the patient has the magnet taped over the generator to stop stimulation. No additional relevant information has been received to date.

Event description:
The patient stated that she has been having too many seizures and also the vns was hurting her chest at one time. She said that her physician stated she does not have frontal lobe epilepsy and thus shouldn't have been implanted with the vns. The patient reported she has not had this many seizures since before vns. No further relevant information has been received to date.

Event description:
Information was received that the patient was complaining of pain with magnet stimulation making her wary of using the magnet. The patient called and stated the vns is causing an increase in seizures due to it needing to be turned up as it has not for many years. She stated her seizure went from 1-2 seizures a month to now 5 a month. No additional relevant information has been received to date.

Event description:
The patient reported that she had an increase in seizures back to pre-vns levels. She noted she has had 5 grand mal seizures, and her physician altered the vns settings and is going to increase her medications. It was noted that the physician does not have a definitive answer on what is causing the increase in seizures as this is a new patient for him. The patient's generator was replaced. No further relevant information has been received to date.

Event description:
Information was later received from the patient regarding a seizure she had. Regarding the possible cause of her seizure, the patient reported her iron was low but she has not had a seizure "like that in years" and may be due to her setting on device being too low or that she needs a new one. No additional relevant information has been received to date.